Manufacturer narrative:
(B)(4)

Event description:
It was reported "there was high resistance during the insertion of the catheter, and after withdrawing the catheter, the catheter was found to be broken. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "there was high resistance during the insertion of the catheter, and after withdrawing the catheter, the catheter was found to be broken. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The wire-round was noted unraveled and the iabc central lumen was noted broken at approximately 5.2cm from the iabc distal tip. The iabc outer/central lumen was noted bent at approximately 37.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of dried blood was noted within the distal end of the bladder/helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. In the photos, the wire-round was noted unraveled and the iabc central lumen was noted broken near the iabc distal tip, which is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality sys-tem document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consist-ently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 37.8cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "high resistance during the insertion of the catheter" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen can cause difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.